Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during lap chole procedure, activation and end tone were heard but sealing was inadequate/partial. There was a re-grasp alert or other error that occurred. Around gallbladder and fatty tissue around cystic duct and artery was being sealed when the problem occurred. The tissue bundle had normal tissue thickness, 2-3cm. Cleaning of the jaws of the ligasure handpiece was performed every 5 minutes or 10 activations. 10-20 good seals were completed before the problem occurred. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device not no notable conditions. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device produced an instant re grasp alarm when activation attempts were made. The device was disassembled and it was identified that the gray wire had disconnected from the connector on the rotation wheel. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel causing the separation of the female hirose soldered to the contact pad of the continuous rotation wheel or otherwise breaking the electrical connection between jaw and continuous rotation wheel. It was reported that the sealing was inadequate/partial. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.